Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that while a bag of fluid was attached to an mr290v humidification chamber, the valve inside the chamber did not work, causing the water to overfill. This occurred during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v humidification chamber is en route to fisher & paykel healthcare ('fhp') (B)(4) for investigation. Photographs of the complaint device were provided by fph's office in (B)(4). From the event description and photographs, this appears to be an impact damage that leads to misalignment and subsequent jamming of the valve float mechanism, allowing water to fill the chamber unimpeded and preventing float operation. The small dent observed on the aluminium base indicates an impact and is consistent with the damage usually associated with overfilling of the chamber. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. We will provide a follow-up report upon receipt of the complaint device and completion of the investigation.